Manufacturer narrative:
Block e1: postal code (zip) updated to (B)(6).

Manufacturer narrative:
Blocks d9 & h3: the pioneer plus catheter was returned for evaluation. Block h3: the pioneer plus catheter was visually and microscopically inspected. The distal tip was detached and missing, the backing material and unibody were exposed; however, no rough/sharp edges were observed. Block h6: the probable cause of the reported failure is damage in use. Strain, impact, and forces associated with use can affect the integrity of the device.

Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Patient information: no information available. Relevant tests: no information available. Suspect product(s): not applicable for this device. Implant and explant date: not applicable for this device. The pioneer plus catheter has not been returned for evaluation, thus no returned product investigation was performed. Recall number, correction/removal number: do not apply to this submission.

Event description:
It was reported that during a peripheral procedure, after multiple unsuccessful attempts to re-enter the true lumen, the physician removed the manufacturer's catheter from the patient. Upon removal, it was observed that the tip of the catheter separated within the non-manufacturer's sheath. The tip was removed along with the non-manufacturer's guidewire and sheath, and was not lost in the patient. The physician reinserted the sheath and guidewire to complete the procedure with a non-manufacturer's device. The patient was in stable condition and discharged as expected. This product problem is being submitted because the tip separated. There is a potential for harm if the malfunction were to recur.